Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the battery was changed 4 times but the insulin pump still had a low battery alert. Mother then inserted a new battery and received a failed battery test. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. It was instructed to clean the battery cap and insert a new battery; the insulin pump alarmed failed battery test. Blood glucose value was 289 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected low battery alarms or failed battery test alarms noted. The display battery icon showed properly the battery voltage. The insulin pump powered up properly after battery installation and the operating currents are within specifications. However, the insulin pump was received with minor scratched lcd window.